Event description:
It was reported that the device exhibited multiple episodes of non-sustained rv lead noise due to undersensing on the discriminator channel. The device was reprogrammed. There were no consequences to the patient.